Manufacturer narrative:
As reported, the patient was treated with an optease vena cava filter. The patient had been admitted post-trauma with brain injury on (B)(6) 2005 associated with military duty. This trauma had included acute respiratory distress syndrome requiring tracheostomy, multiple fractures, bilateral pneumothorax, liver and splenic lacerations. The patient was deemed to be hypercoaguable and the filter was placed for the prevention of pulmonary embolism. The inferior vena cava (ivc) filter was successfully deployed in the infrarenal vena cava without complication. Ten days after the filter implant, the patient developed a large right-sided hydropneumothorax after the recent removal of a large bore chest tube. The pneumothorax was evacuated with approximately 250cc of fluid aspirated and an anterior pleural drainage catheter placed under fluoroscopic and ultrasound guidance. Approximately twelve years after filter implant, the patient reported decreased blood flow and pain while weight lifting and filter retrieval was scheduled. The patient was noted to have post-traumatic stress disorder at this time and was deemed to be no longer at risk for venous thromboembolism. Images revealed no evidence of filter or caval thrombus and that the filter had fractured. Four of the seven of these fragments were removed with the use of snaring, forceps and a laser sheath. Two of the fragments were deeply embedded in the ivc wall and were extra-caval. Balloon angioplasty was used to improve caval irregularities with no flow limitation through the prior filter implantation site. One fragment had embolized to the left pulmonary artery branch. Multiple attempts to localize and snare this fragment were unsuccessful. In addition, the patient reported emotional distress, anxiety, insomnia and possible reduction in lung capacity related to the events. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and fragment migration could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Information received indicates that the patient had been weight lifting. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Information received indicates that the retrieval attempt was performed approximately twelve years after the filter implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The patient is also reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Penetration of the filter legs into the vena cava wall is considered part of the endothelialization expected when the device is left as a permanent implant and does not represent a device malfunction. Due to the nature of the complaint, the reported pain, decreased lung capacity, insomnia and circulatory insufficiency experienced by the patient could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. These events do not represent a malfunction of the device. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information from a discovery form also indicates the patient also had chest pain, shortness of breath, tightness of chest which prompted him to seek medical attention. He also experienced rapid heartbeat and dizziness/lightheadedness which ceased after filter removal. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of trauma with brain injury, multiple fractures, bilateral pneumothorax and liver and splenic lacerations. The indication for the filter placement was reported to be for protection from pulmonary embolism (pe). The filter was implanted via the right common femoral vein and deployed in an infrarenal location. The patient is reported to have tolerated the procedure well and without complication. Ten days after the filter implantation, the patient underwent chest tube insertion for a right-sided hydropneumothorax. The next day, the patient underwent placement of a central line in the right brachial vein for long term intravenous access. Approximately one month later, the patient underwent exchange of a left peri-splenic abscess catheter. At some point after the implantation, the patient further reported having experienced chest pain, rapid heartbeat, insomnia, dizziness/lightheadedness and tightness and shortness of breath. Approximately eleven years and nine months after the implantation, the patient became aware that the filter had fractured and migrated. Approximately twelve years after the implantation, the patient underwent filter removal. The patient¿s history of thromboembolism at this point was considered remote and the patient was deemed to no longer require the filter. During the procedure no evidence of thrombus was seen. The filter was noted to be fractured. Multiple attempts to snare the filter resulted in partial collapse of the filter. Intermittent photo thermal laser ablation resulted in freeing two thirds of the filter from the wall. The filter was noted to have seven fractured segments. Many of these fragments were noted to be embedded in the wall of the inferior vena cava (ivc). Four of these fragments were snared using forceps, two remain embedded in the ivc and one embolized to the left lung. A mild irregularity at the prior filter implant site was noted and angioplastied with good results. A post-procedural computerized tomography (CT) scan revealed a small amount of hemorrhage in the left lung parenchyma which was thought to be the site of the embolized fragment. The study also noted the location of the two retained fragments in the wall of the ivc. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration, perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted approximately twelve years after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain, shortness of breath, decreased lung capacity, insomnia, circulatory insufficiency, chest pain, increased heart rate and dizziness experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Please note that the contact is not a medical professional but a more accurate choice is not available. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Lot number r09044445 was provided; however, the lot number was considered to be invalid. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage, but not limited to: ivc filter fractured, migrated, and became embedded. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. According to the medical records the filter was placed as a result of a trauma with brain injury, multiple fractures, bilateral pneumothorax, liver and splenic lacerations and the patient needed protection from a pulmonary embolism. The filter was placed via the right common femoral vein and deployed within the infrarenal vena cava without complication. The patient tolerated the procedure well. Ten days later the patient underwent fluoroscopically guided placement of a right chest tube for a right sided hydropneumothorax that resulted after the removal of a large bore chest tube. The following day on the patient underwent placement of a percutaneous intravenous central catheter in the right brachial vein for long term intravenous access. Approximately 1 month later, the patient underwent exchange of a left perisplenic abscess catheter. Approximately 12 years later, the patient underwent removal of the ivc filter with laser. According to the patient the they were having symptoms of decreased blood flow and pain with weight lifting. According to the medical records the indication for the filter removal was a remote history of venous thromboembolism and caval prophylaxis was no longer needed. The procedural notes reported that, after obtaining access a venogram was performed and showed no evidence of in situ or caval thrombus, scout images demonstrated that the filter was fractured. After multiple attempts the hook of the filter was snared but would only partially collapse. Utilizing intermittent photo thermal laser ablation, approximately two-thirds of the filter was freed from the wall, at this point it was noted that the filter was significantly fractured at multiple points. Many of the fractured fragments were embedded in the caval wall. There were 7 residual fractured fragments noted, 4 were remove using snares and forceps, 2 remain imbedded in the caval wall and 1 embolized to the left lung. A mild irregularity at the prior filter implant site was noted and angioplastied with an 18 mm balloon with good results. A computed tomography scan post procedure noted a small amount of hemorrhage in the left lung parenchyma likely denotes location of the fragment and the location of the 2 unmoved fracture fragments in the ivc wall, as expected. Total fluoroscopic time for the removal procedure was 50.9 minutes. According to the information provided on the patient profile form, the patient has experienced filter fracture, perforation of filter struts into the organs, migration of filter struts and the struts are unable to be retrieved. The patient became aware of the events approximately eleven years and nine months post implant. On that date the patient underwent a percutaneous removal of the filter and the fractured struts. The patient reported that 4 of the 7 fractured struts are retained in the body, 2 embedded deep in the wall of the ivc one that embolized to the left lung pulmonary artery. The patient reports emotional distress, anxiety, insomnia and possible reduction in lung capacity related to the events.

Manufacturer narrative:
Please note that further review of the lot number previously provided confirmed that the correct number is r0904445. Therefore, updates were made regarding the catalog number, expiration dates and manufacturing date. Additional information is pending and will be submitted within 30 days upon receipt.